Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a revision took place to replace this device as well as explant the left ventricular (lv) lead due to high pacing thresholds. The lead was surgically abandoned and will not be returned. No additional adverse patient effects were reported.